Event description:
Customer reported occlusion alarms. The customers blood glucose level was over 500 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Customer did not require additional assistance and was able to resolve the issue independently.